Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the light source had scope communication error (b30). There were no reports of patient harm.

Manufacturer narrative:
D8 was inadvertently selected. This field should be considered blank for this report. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the xenon light source displayed error code b30 (scope communication error). Troubleshooting efforts were made and the customer was instructed to press the esc key on maj-1921 keyboard to quell the error code, but it still persists. Customer was instructed to power off the tower components and inspect the scope contacts on suspect scope, but they do not appear scratched. The customer cleaned scope contacts on suspect scope with lint free alcohol prep pad, inserted the scope and powered on the tower components, still the error persists. It was advised to remove the maj-1430 keyboard hanging from the cv-190 and press esc key on maj-1921 keyboard, still error persists. The customer was advised to power off the tower components, swap in a known reliable-190 series scope and power on the tower components and no errors appears. The customer spiritized the clv-190 xenon light source with compressed air reinserted the suspected scope and powered on the tower components. The customer was explained that it appears the suspected scope is causing the scope communication error (b30) possibly due to water invasion or other factor. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.